Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 385 mg/dl, hi (greater than 600 mg/dl), 198 mg/dl, 165 mg/dl and 395 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.